Manufacturer narrative:
(B)(6). Analysis: the product was analyzed using a stereomicroscope. There is no appreciable bony on-growth on the tibial baseplate. There was also scratching observed on proximal portion of tibial baseplate. The insert showed pitting and abrasion which indicates the presence of third body particles in the articulating areas. This could have been caused by bony debris or bone cement in the articular space. The patellar component had bone cement present on the fixation surface. The fixation stem was fractured. It is not known if this occurred during explantation or during the fracture of the patella. The exact cause of lack of bony on-growth and subsequent loosening could not be ascertained from the analysis.

Event description:
It has been reported that a revision surgery was performed due to loosening.